Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive act and up buttons due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to unresponsive button. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 59 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error while trying to correct the low blood glucose reading. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.